Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - omnipod 5 software app version 3.1.1. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that her daughter's pod came off during the night, causing her blood glucose (bg) levels to rise to 238 mg/dl. This incident led to the development of large ketones, prompting them to seek medical attention at the hospital. The medical visit occurred from (B)(6) 2025, during which the daughter was stabilized and is expected to be released today. The pod was worn between 4 and 24 hours on the leg.